Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery excessively and that the customer experienced high blood glucose levels. The blood glucose reading was 26.1 mmol/l, which was treated with manual injections. The caller noted that every time he received the no delivery alarm, he would have to rewind the insulin pump after taking the reservoir out, then change the entire infusion set and insertion site. He stated that the blood glucose levels had been all over the place and was concerned about the insulin pump. No bent cannula observed, although he noted bumps; he was advised that the bumps may have been a result of the infusion set cannula being too long. He was advised that he may need an infusion set which was shorter. Nothing further reported.